Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1. 490 mg/dl and 101 mg/dl 2. 524 mg/dl and 176 mg/dl sets of readings taken on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.